Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser stated where anti tipper connects on the left side and first bar coming down from the frame of the chair is broke.